Manufacturer narrative:
DHR for both lot numbers - no anomaly is noticed in the manufacturing records. Failure analysis - the returned products are: 1 unit of 200022snd lot fspo. 2 units of 200016snd lot fsnv. Products are checked: the 2 units of 200016snd lot fsnv are correctly labelled. The unit of 200022snd lot fspo is mislabeled (external label does not match with product and labels that are inside the box - 200016snd lot fsnv). Investigation with concerned supplier was done and here is the conclusion. At the initial print of external labels for lot fsp0, an error was done, and letter o was used instead of number 0 in the lot number. So, lot number on external labels was fspo instead of fsp0. The letter o is never used by newdeal to its lot numbers (to avoid confusion with the number 0). After the print of the labels for lot fsnv and fspo, one page containing 4 external labels of lot fspo was put with pages of external labels for lot fsnv. So, 4 products from lot fsnv were labelled with external label fsp0. At the end of labelling step for lot fsnv, it was noticed that one page of 4 external labels of lot fsnv was remaining. Those extra labels were discarded without any investigation. In addition, due to the mix-up, there was not enough external labels for lot fsp0 (missing 4 labels lot fspo that were put with the lot fsnv). So, it was needed to re-print some external labels for lot fsp0 and it was noticed at this time that the letter o was used instead of number 0 in the lot number. So, all the external labels for lot fsp0 was reprint without any mistake and all the products fsp0 were labelled with the correct external labels. In conclusion, only four units of lot 200016snd lot fsnv labelled with incorrect label fspo are incorrect for those two lots. The quantity change and the typing mistake (o instead 0) was not detected at receipt at newdeal incoming inspection prior to release. The four incorrect products have been identified and are not anymore on the field. Root cause - root cause of the issue is an assembly error during the labelling step at the supplier.

Event description:
During surgery, it was found that the inner package of the bold screw did not match the outer package. This was noticed after it was placed with the patient, causing problems for further surgery. The inner package product information was ref 20022s (lot fspo ex: 01/03/24) and the outer information was for product ref 20016s (lot fsnv ex: 01/03/24). The event lead to a significant surgical delay, unknown for how long.